Event description:
Medical affairs received a medwatch in early 2008. The facility reported that the nasopharyngeal airway was lodged inside airway of pt. This occurred in two incidents requiring intervention to remove the device from the pt's airway.

Manufacturer narrative:
At the time of this report, the device for eval was not received. Should device become available, a detailed review of the device will be performed.